Event description:
It was reported that 1 device was used during an unk procedure. It was reported by the affiliate that they were closing the top layer of fascia. The pmw35 stapler did not fire correctly and only closed on one side. The customer switched to a new instrument to complete the case. There was no consequence to the pt.